Event description:
Patient reported the infusion device does not give a w2 (battery low) warning signal, it only gives the e2 (battery depleted) error message. Patient stated there are no w2 warning signals in the history of the infusion device. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the problem mentioned by the customer could not be reproduced. In the pump history does not exist a w2 or e2 because the user always changes the battery before the voltages level is reached to give a w2 or e2. The problem mentioned by the customer could not be reproduced.